Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample was tested for accu tni and a result of 0.484ng/ml was obatained initially and 5.44ng/ml upon reflex. The sample was re-tested and an accu tni result was 0.472ng/ml. In addition, the sample was tested in a different instrument in the customer's lab and a result of 0.473ng/ml was obtained. The results were reported out of the lab. There was no effect to patient as a result of this event.

Manufacturer narrative:
The specimen was collected in greiner lithium heparin plasma tube and was centrifuged at 2,200 g for 15 minutes at 22 degrees c. The specimen was re-centrifuged before re-testing. Qc is run twice daily and was within range. Customer did not request service for this event. No additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.